Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the rotor, motor and press plug. Additionally the saghead had a gap.

Event description:
While testing the micro sagittal saw during routine servicing it continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.